Manufacturer narrative:
Through the course of the investigation, a product non-conformance was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer in the us, (B)(6) hospital, alleged a false positive sars result for 1 patient sample tested with the cobas liat sars-cov-2 and influenza a/b test (b/n: 00720z). At this time, all covid testing was being done at their (B)(6) location. The customer is using bd collection media h192(07). There were 2 samples (sample a and b) taken from this patient on the same day ((B)(6)), but at different times. This test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd universal viral transport system (uvt) or thermo fisher scientific remel media. Sample a was run at (B)(6) hospital location for a respiratory panel pcr on the biofire (for flu) and was flu negative, they then stored this sample. Sample b was sent to the (B)(6) location in a tote at room temperature. Sample b was then run on the diasorin assay and was reported as a sars negative. While the customer was validating the liat at the (B)(6) hospital location, they decided to run their sample a assuming it was sars and flu negative based on previous results at the (B)(6) location for sample b. On the liat at (B)(6), sample a was sars positive and flu a/b negative. This concerned the customer so they retested specimen b in (B)(6) on the diasorin and got a negative again. The patient was symptomatic as of (B)(6). There is no plan to retest on the liat. The one run was the only time any sample was tested on the liat. No harm alleged. Through the course of the investigation, a product non-conformance was not identified.